Manufacturer narrative:
Additional information: report source (medwatch mw50925).

Event description:
It was reported that MRI transport ventilator circuit became disconnected in package and was reassembled incorrectly at the time of use. When incorrectly assembled, the circuit was attached to the patient connection and the patient was connected where the circuit should be, resulting in breaths being delivered out the exhalation port. The patient required brief resuscitation measures. The patient recovered without further incident.